Event description:
The customer reported that the system's left monitor displayed a dark screen during fluoroscopy and the c-arm displayed 91kv, then the system required rebooting to continue. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on-site investigation. The power supplies and battery, and the video and cables, were checked. The printed circuit boards and the cpu board were disassembled, cleaned and reseated. The system was tested and found to be working as intended and put back into service.